Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the migration is reportedly unknown.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported that on (B)(6) 2016, angiography showed no evidence of endoleak, but the contralateral leg component appeared to have migrated proximally 3-4 cm, back to the origin of the left common iliac artery. The cause of the proximal migration is reportedly unknown. The same day, the physician elected to intervene to prevent further complications. An additional contralateral leg component was implanted to successfully extend the original limb without complication.